Manufacturer narrative:
(B)(4). Date sent: 4/20/2020. Investigation summary: the analysis results showed that one gst60g reload was received partially fired 1/3. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The cartridge reload's partial fired is consistent with an incomplete or interrupted cycle.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was received: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? None how was the bleeding controlled? Bleeding was controlled by clipping the source using lt300 clip and later hematoma was suctioned to recheck and confirm the bleed control. How much blood was lost (ml)? Not sure. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No patient consequence post op.

Event description:
It was reported that during a sadi-s surgery, while preparing a gastric sleeve using plee60a and reload for the initial firing, the reload only partially fired and bled along the staple line. The doctor described this as a "panic situation." No other issue was noted with the staple line other than the bleeding. Bleeding was controlled by clipping the source using a lt300 clip and later, hematoma was suctioned to recheck and confirm control of the bleeding. The patient did not require a blood transfusion. Surgery was delayed 10 minutes, but was successfully completed with a new device and reload. There were no patient consequences.